Event description:
Customer reported that she experienced a sensor failure message and the alarms failed on her fs navigator, and as a result, she stated she lost consciousness in her home for approximately an hour as she was unaware of her low blood glucose. Customer reportedly ate glucose tablets when she regained consciousness. She denied paramedics were called, and no third-party medical intervention was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.